Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure using hst iii system (3.8mm), the seal failed to load. The procedure was completed with a new device. There was no patient effect.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) there were two additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the trend charts for the overall product family and the failure mode, ¿fitting problem¿, was performed for the months of (B)(6) 2021 through (B)(6) 2022. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period (B)(6) 2020 through (B)(6) 2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device : (10/213/67) the device was returned to the factory for evaluation on (B)(6) 2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the aortic cutter. The delivery device was observed inserted into the loading device with the white plunger not depressed. The seal was observed in the loading device window. An investigation was conducted on (B)(6) 2022. The delivery device was returned inside the loading device with the seal outside the device. Signs of clinical use and evidence of blood was observed on the delivery device as well as on the unraveled seal without the tension spring assembly which indicates an attempt was made to introduce and removed the seal from the aorta. The white plunger on the delivery device was observed to be depressed and the blue safety lock was off which allows for the white plunger to be depressed. The delivery device was removed from the loading device with no physical or visual difficulties observed. No measurements of the delivery device were taken due to the presence of blood on the delivery device. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.